Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oekg, there was the possibility that the reported event was attributed to the failure of the printed circuit board, which might be caused by the aging degradation due to long term use because five years and nine months had passed since the subject device had been manufactured. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the screen of the subject device did not light up every time. There was no report of patient injury associated with this event. The service department of olympus (B)(4) checked the subject device and found that the subject device could not be turned the power on, due to the failure of the printed circuit board.